Event description:
Additional information was received that the pipeline was not placed in a vessel bend when it failed to open. It was attempted to retrieve and deploy the pipeline again. Repeated attempts did not improve. For patient safety reasons, the entire system was withdrawn.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: one of the ends of pipeline flex braid appeared to be not opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No other anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c4 cavernous sinus segment. The max diameter was 4.2mm, and the neck diameter was 3.8mm. The landing zone was 4.1mm distal and 4.5mm proximal. The patient's vessel tortuosity was minimal. It was reported that after the microcatheter was in place, the pipeline was selected for implantation, but the stent tip could not be opened. Angiography was performed for observation, and adjusted but still unsuccessful. The stent was retrieved and released again, and there was no improvement after three repeated attempts. The doctor withdrew the whole system, and a replacement pipeline was used to complete the surgery smoothly. The patient did not experience any injury or complications. Angiographic results post procedure showed the blood slowed. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom 27 microcatheter.